Manufacturer narrative:
Additional information: d9, h3, h6. H10: one actual sample was received for evaluation. The device was received as a white adaptor with a section of tubing connected to the female connector of the transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The white adapter was hand removed from the female connector. There were no issues observed on the components. There were no leaks observed. Functional tests including clear passage and clamp function tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient line of homechoice cassette and the female connector of the transfer set. It was further reported that "while trying to disconnect after completing treatment they were not able to disconnect the transfer set from the patient line (stuck together)". There was no patient injury or medical intervention associated with this event. No additional information is available.